Event description:
Customer reported that a patient was admitted due to elevated (erroneous) coagulation results. However, when the tests were repeated second time at hospital, the results were normal.

Manufacturer narrative:
A complaint history check was done and this is the first complaint recorded against the identified lot. A device history review was performed and no issues were found. The following is a summary of recommended handling and common causes of clotting and incorrect coagulation results. Current guidelines recommend that a discard tube be drawn prior to any sodium citrate tubes that are to be collected. The discard tube should be a plain glass serum tube, not a plus serum tube. The potential exists that silica clot activator in the plus tubes could contaminate the citrate tube and activate clotting. The use of a discard tube is especially important when a blood collection set is used and only a citrate tube is collected, this ensures proper fill volume in the citrate tube. When other blood collection tubes are drawn, coagulation tubes should be drawn after plain glass tubes without additives (usually second or third). After collection, citrate tubes should be mixed gently 3-4 times and centrifuged at 1500 g for 15 minutus. Excessive mixing can cause platelet activation, which can contribute to erroneous pt and ptt results. Since the ratio of blood to additive is critical, ensure the tubes are completely filled to their stated draw volume. The pt is particularly prone to variations caused by poor venipuncture technique (i.e. Avoid traumatic venipuncture). Quality will continue to track and trend the reported condition. Evaluation summary: twenty (20) returned tubes from the incident lot along with two (2) tubes from a control lot were selected for evaluation. There were no difficulties during blood collection and all tubes exhibited proper fill. The incident lot and control lot demonstrated satisfactory performance and all pt and ptt results were acceptable. The tubes demonstrated satisfactory performance with no clinical difference observed. Unable to confirm that the reported condition was related to the manufacturing process and/or the performance of the tubes.